Event description:
This valve was explanted due to endocarditis. According to the op report, the pt presented with chills, night fevers and vomiting. Tee revealed a "large mobile" vegetation in the left atrium that was attached to the mitral valve and a pv leak. At explant, a "large infected" vegetation was observed on the right lateral aspect of the valve, and there was "fibrinous clot material pretty much surrounding" the sewing cuff. The mitral annulus was noted to be "fairly disrupted" in the right lateral aspect and a ventricular patch was disrupted from the base of the heart to the apex. Sjm 27mec-102, was then implanted with some difficulty due to the damaged ventricular and atrial tissues. An intraoperative tee showed "good" valve function with moderate pv leak near the aortic annulus. The pt was in stable condition postoperatively; however, the prognosis was noted to be "poor".